Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that 5mm hex flexible screwdriver was broken across the outer winding of the shaft near of the distal tip, fragment is still attached to the rest of the device. A dimensional inspection was performed for the 5mm hex flexible screwdriver and met specifications/was unable to be performed due to [reason]. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 5mm hex flexible screwdriver would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured .revisions were reviewed: -flexible screwdriver hex5, cannu rev. L (current) / rev. I (manufactured). Dimensional inspection: part # 03.037.028. Lot # 9538378. Manufacturing site: werk hagendorf. Release to warehouse date: 25 sep2015. Supplier: n/a expiration date:. N/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023 the tfna flexible screwdriver was in decontam and a tray was placed on the screwdriver causing it to bend. It did not break, but cannot be used again as it could break in a surgery. The surgery was successfully completed. Patient outcome was unknown. This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).